Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. No unexpected audio/vibrate anomaly /absence of alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they did not receive 2nd series of beeps nor did numbers appear on the screen and were stuck in rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.